Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer completed cleaning disinfection and sterilization (cds) checklist, results of third-party testing, the device evaluation and the legal manufacturer's final investigation. The customer provided the cds processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer did not provide the specific steps taken during the cds process. The user provided the following result of the culture test, performed at the third-party labs: sampling date: nov 02, 2023 sampling from: air/water channel cfu: 4cfu bacterial identification: staphylococcus hominis the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - air/water cylinder has no color - suction cylinder has no color - due to damage on nozzle, water removal ability does not meet the standard value - distal end cap cover has a scratch - objective lens has a scratch - adhesives around light guide lens has white-clouded area - adhesive on bending section rubber has white-clouded area - connecting tube has a wrinkle however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the distal end unit, instrument/biopsy/suction channel, and air/water channel of the scope were cultured and no microbial contamination was detected. The results are evaluated in accordance the commission on hospital hygiene and infection protection at the robert koch institute (rki) and the bfarm 'requirements for hygiene in the reprocessing of medical devices'. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the videoscope tested positive for an unspecified number of colony forming units (cfus) of staphylococcus. The issue was found during reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.